Event description:
It was reported that during a minimally invasive procedure for hemorrhoid, the gun misfired as the staple fired but the blade of the gun did not advance. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Breakaway washer indented. Additional information: please explain how the damage to the tissue occurred. To remove the stapler surgeon has to cut mucosa & submucosa manually so tissue damaged how did the surgeon remove the device from tissue? He has removed the stapler by cutting mucosa & submucosa manually. Surgeon has to cut mucosa & submucosa to remove the stapler but there is no negative impact on patient. Patient is ok. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information, please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)94). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: when the device was fired, the device stapled and did not cut? Yes, device stapled but did not cut. Were the staples the proper b form shape? No. How was the device removed from the tissue? Surgeon has removed stapler from the tissue. Was there any damage to the tissue when the device was being removed? Yes (mucosa & submucosa).